Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport clearvue isp implantable port, chronoflex single lumen, 8f into the right subclavian vein. Post the procedure on (B)(6) 2025, it was reported that the port body and catheter connection were allegedly found to be detached. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port clear vue isp implantable port, one catheter and one cath lock were returned for evaluation. Gross, visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Under microscopic observation, multiple puncture access was noted on the port septum. Residue was noted to the port stem. The returned catheter and cath lock were disconnected. Tool damage was noted on the cath lock. The cath lock was not seated against the port body. Catheter lock expected to be deformed somewhat during use. Therefore, the investigation is confirmed for the reported catheter disconnection issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) a patient underwent a port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 8f into the right subclavian vein. On (B)(6) 2025, it was reported that the port body and catheter connection was allegedly found detached. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port clear vue isp implantable port, one catheter and one cath-lock were returned for evaluation. Gross, visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Under microscopic observation, multiple puncture access was noted on the port septum. Residue was noted to the port stem. The returned catheter and cath-lock were loaded to the port body for further evaluation. No loose fitting of the components was felt throughout. The port was patent to both infusion and aspiration. No leaks were observed. Therefore, the investigation is inconclusive for the reported catheter disconnection issue as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, the inner diameter of cath-lock was noted to be within the specification. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport clearvue isp implantable port, chronoflex single lumen, 8f into the right subclavian vein. Post the procedure on (B)(6) 2025, it was reported that the port body and catheter connection were allegedly found to be detached. There was no reported patient injury.